Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call, she was outside and the insulin pump started to alarm button error. Customer's blood glucose was 107 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.